Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported left side "saline "rupture" with capsular contracture baker grade IV". The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: deflation: observed openings assessed as fold flaw opening. Capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure, crease/wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b.6., b.7., d.9., h.2., h.3., h.6.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side "saline "rupture" with capsular contracture baker grade IV". Device remains implanted.